Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The bench technician found a loss of audio on the mx40 telemetry device. No adverse event involving patient or user was reported.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2018-09837 was submitted.